Manufacturer narrative:
It was reported to abbott, a patient was scheduled to revise a lead with all high impedance. Surgery took place where the scs leads were replaced. One lead was replaced due to impedances. The other was replaced due to intraoperative damage. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that one of the patient's leads has high impedances on every contact. Surgical intervention may take place at a later to address the issue.

Event description:
Related manufacturer report number:3006705815-2024-01836. Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein their scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section d10: additional device added.